Manufacturer narrative:
The customer returned their device to spacelabs healthcare's service depot for evaluation. An equipment service technician evaluated the returned device where they were able to duplicate the reported issue. Excessive dust buildup was found inside the unit and would cause the device to turn off after a few hours of use. In addition to the reported failure, the technician noted that the video card fan also stopped working after a few hours. This may have been related to the build up of dust. The cause of the reported issue was due to excessive dust build up inside the unit. A buildup of dust can cause the unit to overheat and force the unit to perform a self-protective shut down to prevent hardware or software failure.

Event description:
The customer contacted spacelabs technical support to report that an xhibit central station was rebooting on its own. There was no patient or user harm associated with this event.